Event description:
Customer experienced air in system believed to be from the spike head of the contrast injection line contained in the convenience kit. There was no pt injury. The sample is to be returned for evaluation.